Event description:
The white butterfly handle on sheath broke while doctor was trying to tunnel for a thoracotomy.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample submitted. The sample was received and evaluated. The end of the sheath used to begin separation broke off of the sheath. Additional information of the actual incident has been requested, but has not been received. This complaint is under investigation.